Event description:
A malfunction alarm labeled as malf 0 was reported, caused by a software error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. No pump reset was performed by the customer within the last 24 hours due to their unavailability, and there is no further information regarding the resolution of the event.